Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Based upon the information provided, the most likely root casue was the customer did not use the recommended rack adapters.

Event description:
The customer received a questionable ferritin result on their e601 analyzer. The patient's initial ferritin result was 4.57 ug/l and it was reported outside the laboratory. The doctor did not trust the result and asked that the sample be repeated. On (B)(6) 2012, the sample was repeated and the result was 539.4 ug/l. There were no adverse events. The ferritin reagent lot number was 166647 and the expiration date was not provided. The service engineer checked the system and ran a performance check that was within specification.